Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 30 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include anxiety, depression, and hypertension. In addition the patient reports having kidney disease and sleep apnea. The patient reports they had a loss of consciousness. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with dextrose. The patient was discharged from the hospital the same day as the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.